Event description:
Customer was traveling up a ramp(18" x 8') and flipped unit. He struck his head on the concrete sidewalk which resulted in fluid on the brain. The customer has had several procedures to relieve this condition.